Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "hard key failure. Keys will not reliably operate". No patient involvement.

Event description:
Hamilton medical ag received the following event description: "hard key failure. Keys will not reliably operate" no patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing: additional information added in follow-up #1 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board msp159234. After replacing the ip key and led board msp159234 the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board msp159234 could result in inadequate ventilation support.